Manufacturer narrative:
Hologic sme reviewed the logs and observed unusual amplification curves on all three impacted patient samples ID's. Field service engineer (fse) serviced the instrument, confirmed issues with the real time fluorometer (rtf) hex channel and replaced the hex rtf module. After fse service, the customer retested the impacted patient samples with the aptima hiv-1 quant dx assay (lot 884343) and all three samples generated hiv-1 "not detected" results. Hologic performed a risk assessment. Over-quantification of hiv viral load may lead to a change in antiretroviral therapy (art) or unnecessary initiation of art treatment. However, under standard hiv viral load monitoring guidelines, a change in patient viral load is to be confirmed prior to change in patient treatment. In addition, upon initiation of art treatment clinicians are expected to interpret assay results in conjunction with patient history and other available data. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.

Event description:
On (B)(6) 2024, a customer reported to hologic three potential false positive results when using the aptima hiv-1 quant dx assay (lot 884343) on the panther instrument sn# (B)(6). Sample ids (B)(6) initially tested hiv 'detected¿ but generated ¿not detected¿ results upon retesting. The customer did not specify the reason these samples were retested, or whether the initial test results had been reported. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this situation.